Event description:
It was reported that pump screen was dark and would not turn on. As a result, customer's blood glucose (bg) increased to the 580 mg/dl range. A manual injection was administered to address elevated bg. Reportedly, the customer confirmed they had put the pump into storage mode, which resulted in the elevated bg levels. Technical support educated the customer, and they understood and acknowledged and resumed insulin delivery on the pump.